Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed from the evaluation. The evaluation showed that the lock has up and down movement and the teeth are grinding when rotated. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield composite series skull clamp (a3059) does not always stay tight and can move during a procedure. It is unknown if the skull clamp moved during a specific procedure; however, no patient injury or surgical delay has been reported.